Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) during the right ventricular automatic threshold test. The patient was seen at the clinic and upon review noise was seen when patient was pushing out of the chair during maneuvers troubleshooting. The health care professional (hcp) and field representative stated that due to the loc, increase in thresholds and the decrease in impedance since implant is likely due to a dislodgment of this rv lead. The physician will perform fluoroscopy and screen the rv lead for evidence of dislodgement and probably deactivate the therapy. Additionally, undersensing and overpacing were noted too. The technical services (ts) algo discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) during the right ventricular automatic threshold test. The patient was seen at the clinic and upon review noise was seen when patient was pushing out of the chair during maneuvers troubleshooting. The health care professional (hcp) and field representative stated that due to the loc, increase in thresholds and the decrease in impedance since implant is likely due to a dislodgment of this rv lead. The physician will perform fluoroscopy and screen the rv lead for evidence of dislodgement and probably deactivate the therapy. Additionally, undersensing and overpacing were noted too. The technical services (ts) algo discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.